Event description:
Customer said that multiple access points were off line. Welch allyn tech service confirmed remotely that the access points were off line for unk reasons. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is completed.